Event description:
The customer reported that the ortho-provue analyzer resulted in a false negative. The visual inspection of the processed gel card showed the reaction was negative. With manual testing the result was found to be positive. Erroneous test results were not reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived at the customer site and verified alignments and adjustments to the camera and replaced add'l components to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.